Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is mw5072264. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a ureteroscopy procedure. The procedure date is unknown. According to the complainant, during the procedure, the guidewire broke and was then removed from the patient. There were no reported patient complications as a result of this event. Should additional relevant details become available, a supplemental report will be submitted.